Event description:
It was reported that the patient's inflatable penile prosthesis (ipp) pump malfunctioned. The device was replaced with 18cmx12mm cylinders and a pump. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.